Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a misalignment issue between the stylus and the touch screen and calibration of the touch screen did not solve the problem. The stylus was found cracked. Stylus was replaced to resolve issue.

Event description:
It was reported the programmer screen was not calibrated and it was not possible to recalibrate it. The programmer was returned for service. No patient complications have been reported as a result of this event.